Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
It was reported the procedure was being performed in the operating room. The sheath was placed into the patient's internal jugular. The physician then inserted the thermodilution catheter. After insertion, he realized the hemostasis valve was leaking around the catheter. The catheter is still in the patient. The catheter was kept in place and used successfully. They were using a 7fr edwards swan ganz catheter.